Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the robotics coordinator (roco) stated that the arms are showing on the opposite side of the screen, as if the screen is mirrored. Roco also reported an ongoing issue of arm 3 losing its memory during guided tool change. The customer reseated the 30-degree endoscope plus instrument and performed targeting again, and confirmed the issue is now resolved. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reseated the endoscope and performed targeting again. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.